Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer experienced different blood glucose level of 300 mg/dl. The customer was treated with bolus. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer stated that insulin pump had hardware low level failure. The customer stated that displacement and self test was pass. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.